Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19th february 2025, it was reported by an arthrex employee via email that for an ar-4501, meniscal cinch ii, the first implant was set successfully but the second one failed to set as the 2nd button was stuck. Then when a new ar-4501, was used, the same issue happened again. This was detected during a meniscus repair procedure on (B)(6) 2025. Local brand of knot pusher / cutter was used. The procedure was successfully completed with no patient harm and no secondary procedure needed by using another brand's product.

Manufacturer narrative:
Additional information: g3, h3, h6 one unpackaged, ar-4501, batch 15057150, was received for evaluation. Visual inspection noted that the tip was broken off. The most likely causes of the reported failure are the use of excessive force while prying/leveraging the device during insertion. According to meniscal cinch¿ ii technique. 4a, the surgical technique states the following: "advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the end point to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button." According to dfu-0156-eor0_fmt_en. G. Precautions. 4: "particular attention should be paid to excessive manually applied forces when deploying the device to avoid over-deployment. 6. Excessive movement of the device between deploying implant #1 and implant #2 can disrupt the deployment mechanism." Refer to investigation photos. Complaint allegation is confirmed.